Event description:
On (B)(6) 2012, the patient's mother contacted animas to report the pump history showed a 0.0 units bolus on (B)(6) 2012, that she was uncertain if it was programmed. The patient reported higher than usual readings on that day of 246 mg/dl and 286 mg/dl. The patient suffered no symptoms, tested negative for ketones and did not seek medical attention. The patient noted no issues with the keypad. The patient did not suffer any injury due to the reported pump. However, as the 0.0 units bolus issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2014 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibratory features. During testing, the pump was exercised for a 24 hour duration period with no 0.00u boluses recorded in the history. No hypersensitive keys were observed on the keypad. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The history settings issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Of the device.